Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient underwent a posterior lumbar fusion at l3-4, l4-5 using rhbmp-2/acs combined with autograft placed inside of a peek cage. Following the surgery, the patient developed worsening back pain and lower extremity pain. The patient underwent additional imaging. A CT scan dated (B)(6) 2012 demonstrated that the patient had developed ectopic bone growth. The patient has never recovered from his surgery, and he has daily, disabling pain that prevents him from performing many basic activities of daily living.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.